Event description:
Patient was receiving hemodialysis treatment. One hour and a half into the treatment, the machine alarmed high conductivity and temperature. It was showing a low flow error.patient's blood was returned, the patient was moved to a new machine and continued dialysis. The malfunctioning machine was pulled from the floor and fresenius was called.